Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced intermittent signal loss of glucose data to the ilet bionic pancreas, and data transmission resumed while on the call with support. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no hospitalization. User support included guided troubleshooting and education, during which connectivity recovered and no alerts or alarms were noted. Investigation of this case revealed transient communication loss between the cgm and the ilet without reproducible malfunction, consistent with a temporary connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless communication interference.